Event description:
It was reported that the customer was hospitalized for dka. It was stated that the two hbg rule was not followed and the md is unsure of the cause for the event. The customer stated that the last set change was two to three days prior to the event. The programming and histories were accurate. In addition, the pump passed the functional tests. It was indicated that the customer was instructed to follow the two hbg rule.